Event description:
This event was captured based on review of the article, transcatheter aortic valve replacement with a new self-expanding transcatheter heart valve and motorized delivery system. It was noted in the article that the perclose proglide or prostar xl were used in these procedures. It was noted that a death occurred on day 49 in a patient who was initially doing well and was urgently readmitted with sepsis. The aim of this study was to demonstrate feasibility and short and midterm clinical outcomes with a new self-expanding transcatheter heart valve and motorized delivery system. Fifteen (15) device implants were successful deployed with a fully percutaneous approach. Survival rate was: 87% at 30 days, 80% at 1 year. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. Procedures were between 2010 and 2012. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device referenced is being filed under a separate medwatch MFR number. Ronald k. Binder, md, ulrich schafer, md, karl-heinz kuck, md, david a. Wood, md, robert moss, md, jonathon leipsic, md, stefan toggweiler, md, melanie freeman, mbbs, avi j. Ostry, md, christian frerker, md, alexander b. Willson, mbbs, john g. Webb, md (jacc cardiovascular interventions, 2013; 6:301-307): transcatheter aortic valve replacement with a new self-expanding transcatheter heart valve and motorized delivery system.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.